Event description:
It was reported that the 9600+ system c-arm displays a "precharge error" and it will not completely boot. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an investigation. The malfunction was verified. Replaced the battery pack assembly and reseated all cables and connectors in the generator battery circuit. The system was tested and found to be working as intended and placed back into service.